Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of 6 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 128 reports, regarding 146 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 60-6085-201a, medium, uterine manipulator was being used on (B)(6) 2025 and ¿the balloon used to hold the device in place would not remain inflated.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.